Event description:
It was reported that the catheter was placed into the right internal jugular of a (B)(6) yr/old female pt, height approx 5'11", weighing 63 kg in the day surgery theatre for dialysis. During treatment in the renal unit, the clinician initially saw froth coming from the blood lines. As a result, the lumens were exchanged using a repair kit. In the venous luer, the clinician noticed that there were two pin holes in the hard plastic part. This was discovered after the lumens were removed and flushed with saline. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The new line was placed and therapy was continued successfully.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.